Event description:
It was reported that the pt initially had the intra-aortic balloon inserted at hospital. The first insertion attempt was unsuccessful due to tortuosity. After the second iab was successfully placed, the pt was transferred to another hospital. There, at a later time, blood was found in the helium tubing. Based on the anatomy and medical condition of the pt, they suspect it had ruptured and it was removed. There were no reported pt complication.